Event description:
It was reported that contamination occurred. A 7.0 x 100mm, 80cm ranger drug coated balloon catheter was selected for use. During the procedure, the balloon was opened and contaminated. The procedure was completed using an alternate device. There were no patient complications as a result of this event.